Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 5 for the same event: it was reported from (B)(6) that during a proximal humeral neck fracture surgery using a multiloc humeral nail (short), it was discovered that the power module device and the battery handpiece device (trauma recon system) stopped working. It was reported that after the fragments of the humeral bone head were reduced by the levator using the 3.0 mm k-wire device, the head and epiphyseal regions were temporarily fixed by a 2.4 mm k-wire device. The reporter stated that during that period, the power module device and the battery handpiece device (trauma recon system) were working fine. According to the reporter, the multiloc screw was inserted to the proximal nail, due to patient¿s vulnerable bone quality, the drill bit device was connected to the handle quick type device and the surgeon drilled a hole manually. The screw was inserted to the distal nail, and the quick coupling device with the drill bit device was installed to the trs (power module device and the battery handpiece device). The reporter stated that the surgeon attached the sleeve and started drilling a hole. The surgeon drilled through the cortical bone at the entering site. When the drill bit device reached the cortical bone of the exit (opposite) side, the trauma recon system stopped working. It was reported that the surgeon took the trauma recon system out of the patient¿s body and performed the device operation checks. According to the reporter, when the variable-speed trigger (forward) was pressed several times, the trauma recon system worked once every few times; however, the system eventually stopped working. It was reported that the when the quick coupling device was checked, another drill bit device was installed to the chuck device, but the trauma recon system did not work. The battery device was replaced with a new one; however, trauma recon system did not work (charge status display: full, service indicator: off). There was a ten minute delay in the surgical procedure. It was reported that a manual drilling tool was used to complete the drilling procedure. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.